Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips initially were criss-crossing then not forming at all. Eventually the clips stopped coming out at all then started again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.